Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise, inappropriate shocks, inhibition of pacing and increased threshold measurements.